Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the devices would not reload and had poor staple formation. The first staple would not reload. The second firing of the same code had poor staple formation. The stapler did not sufficiently close off base of appendix which required the surgeon to open to over sew the transection site. Laparoscopic was converted to open procedure and suture was used to over sew to complete the case. Due to device problem, the surgical time was extended for 30 thirty minutes or more and the incision was extended for more than 1 inch. Also, the patient was stayed in the hospital for one more day than normal.